Manufacturer narrative:
An event regarding wear involving an unknown patellar component was reported. The event was not confirmed. Method and results: device evaluation and results: photographs of the explanted patellar component was provided. The reported wear is not apparent on the images provided. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be established in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: clinician review of the information provided concluded...as such appears the suspected wear of the patellar component a non-issue and has no clear patient-related, procedure-related or device-related failure aspects... What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be established in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was eported that surgeon revised patient's knee due to instability. During revision surgeon noticed patella was worn as well and changed the patella as well.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information will not be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's knee due to instability. During revision surgeon noticed patella was worn as well and changed the patella as well.